Manufacturer narrative:
E! Initial reporter phone: (B)(6).

Event description:
It was reported that the burr became stuck with the rotawire. The target lesion was located in the anterior descending branch. A 1.25mm rotablator rotalink plus and a rotawire were selected for used. During the procedure, upon in vitro test, the speed was set to 148,000 rpm and a 144,000 maximum speed was observed. During advancement, significant resistance was felt, and the device could not be advanced. It was noted that the burr and the rotawire became stuck together and a stall was indicated. The burr was unable to be advanced into the lesion site and could not be withdrawn even after switching between high and low speeds. The rotawire and the entire delivery system of the burr were pulled out together from the patient. The procedure was completed with another of the same device. The patient condition was stable post procedure.

Manufacturer narrative:
E1. Updated zipcode, e1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the burr catheter was received attached to the advancer unit for analysis. Visual inspection identified no damages or defects. Majority of the returned wire exited the advancer and was not visible at the burr end of the device indicating that there was a wire separation. The wire was removed from the advancer distally without issue after dismantling the handshake connection between the advancer and the burr catheter. The wire was then removed from the burr catheter proximally without issue or resistance. No floppy end of the wire was returned with the complaint device. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. A detailed microscopic examination of the device found no damage or irregularity. When the rotablator plus system was connected to the rotablator console and the foot pedal was pushed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled.

Event description:
It was reported that the burr became stuck with the rotawire. The target lesion was located in the anterior descending branch. A 1.25mm rotablator rotalink plus and a rotawire were selected for used. During the procedure, upon in vitro test, the speed was set to 148,000 rpm and a 144,000 maximum speed was observed. During advancement, significant resistance was felt, and the device could not be advanced. It was noted that the burr and the rotawire became stuck together and a stall was indicated. The burr was unable to be advanced into the lesion site and could not be withdrawn even after switching between high and low speeds. The rotawire and the entire delivery system of the burr were pulled out together from the patient. The procedure was completed with another of the same device. The patient condition was stable post procedure.

Event description:
It was reported that the burr became stuck with the rotawire. The target lesion was located in the anterior descending branch. A 1.25mm rotablator rotalink plus and a rotawire were selected for used. During the procedure, upon in vitro test, the speed was set to 148,000 rpm and a 144,000 maximum speed was observed. During advancement, significant resistance was felt, and the device could not be advanced. It was noted that the burr and the rotawire became stuck together and a stall was indicated. The burr was unable to be advanced into the lesion site and could not be withdrawn even after switching between high and low speeds. The rotawire and the entire delivery system of the burr were pulled out together from the patient. The procedure was completed with another of the same device. The patient condition was stable post procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6) device evaluated by manufacturer: the burr catheter was received attached to the advancer unit for analysis. Visual inspection identified no damages or defects. Majority of the returned wire exited the advancer and was not visible at the burr end of the device indicating that there was a wire separation. The wire was removed from the advancer distally without issue after dismantling the handshake connection between the advancer and the burr catheter. The wire was then removed from the burr catheter proximally without issue or resistance. No floppy end of the wire was returned with the complaint device. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. A detailed microscopic examination of the device found no damage or irregularity. When the rotablator plus system was connected to the rotablator console and the foot pedal was pushed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled.